Manufacturer narrative:
The date received by manufacturer was reported as 06/08/2017. The actual date received by manufacturer was 06/02/2017. Date received by manufacturer: 06/02/2017.

Manufacturer narrative:
Results: forty three customer samples were received. Fifteen were randomly sampled and a draw test was conducted. All tubes performed per specifications and no stopper pop off was seen in the tested samples. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: based on the investigation, the root cause could not be determined within the scope of this evaluation. UDI #: (B)(4)

Event description:
It was reported that the top came off a 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube after use. No injury or medica intervention.